Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter had lines through the display. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged display issue began at an unspecified date and time around (B)(6) 2016. The patient is on insulin pump therapy. The patient claimed she continued to follow her usual diabetes management regimen in response to the alleged display issue; however, stated she could not always see what her reading were. The patient reported developing symptoms of "blurry vision, drowsiness and vomiting" an unspecified time after the alleged issue began. In response to the symptoms, the patient claimed she was admitted to hospital around (B)(6) 2016 where she was treated with IV fluids and insulin. The patient reported that her blood glucose was tested on a laboratory device at the time of hospitalization and a result of "1200 mg/dl" was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly received hcp treatment for acute hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.